Event description:
The pump battery cap was returned to animas. Product analysis evaluated the battery cap and found that the battery cap coin slot was stripped. This report is made based on the results of evaluation.

Manufacturer narrative:
The battery cap has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the coin slot on the top of the battery compartment was observed to be stripped. The battery cap was able to successfully attach to a test pump but was difficult to remove from the pump. The battery cap was removed with a pair of pliers and the battery cap contacts were tested and confirmed to be within specifications. (B)(4).